Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 600mg/dl at the time of incident. The customer¿s current blood glucose level was 171 mg/dl. The symptom's related to high blood glucose was shaking. The customer was treated with the pump. The customer did state that one of the 4 sets had a bent cannula. The customer also states the drive support cap appears normal. The customer was advised to monitor pump. The insulin pump will not be returned for analysis